Event description:
It was reported that a stent was placed in the lower anterior descending diagonal with 100% stenosis, of a pt with acute myocerdial infarction (which is contrary to IFU). Eight days later the pt returned with sub-acute thrombosis (sat) and another stent was placed at the proximal site of the previously implanted stent.